Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument was not conducting. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found near the yaw pulley. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The complaint regarding the instrument not conducting was confirmed by failure analysis. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product or this event. Review of the instrument snowflake log for the instrument (471172-17/k10230831 0208) associated with this event was performed. Per logs, the instrument was last used on 10/31/2024 on system (B)(4). Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue is also captured in the fmea for 8mm instruments (818101-40) via risk ID (B)(4).